Event description:
It was reported that there was a connection issue between the cassette and minicap transfer set; further described as the patient was unable to disconnect from the machine. The event occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: during follow up, it was clarified that the reported issue was a transfer set separation. The female connector (dark blue) separated from the main body of the transfer set which resulted in the patient being unable to disconnect from the patient line of the cassette. The cassette is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.